Event description:
It was reported that a patient had a 3rd over discharge event. The programmer was displaying the "end of service" or "end of life" message. A replacement surgery was planned for (B)(6) 2013. They were going to replace the battery with a non-rechargeable one since the patient had compliance issues with recharging. No further information was provided. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 389056, lot# j0537566v, implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: lead: product ID 389056, lot# v006542, implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: lead: product ID 377675, lot# v008370, implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported, the patient was doing fine. It was later reported, the patient had a charge issue which caused the lead to not stimulate them where they needed. It was noted there was a loss of therapeutic effect prior to replacement of device.